Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. It was noted that basal was enabled for five hours however there was no flow of insulin from the tip of the tube. During the first attempt insulin flow was not noted. During the second attempt it was noted that insulin flow was observed when the dosage reached four units. Customer's blood glucose reading at the time of the call was 1000 mg/dl. No further information reported.